Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2012. On or about (B)(6) 2012, she had two essure coils implanted in her body (model number ess305 and lot number 975384). After the implant procedure, she began to experience excruciating pelvic pains, coupled with intense and irregular periods. Further, she experienced hives and other allergic reactions in the time following the implant. Each time she brought these issues; the doctors were not concerned with the coils and focused on other potential causes with no avail. Finally, on or about (B)(6) 2015, plaintiff underwent a laparoscopic bilateral salpingectomy and essure excision as a definitive solution to the problems that she has suffered for years. In addition, it was informed that the pelvic pains and bleeding had a devastating impact on her life, and are a direct and proximate cause of the failure to disseminate accurate information regarding the safety of their product. Plaintiff also states that, had she been provided accurate information about the safety of the coils, and the true propensity at which these issues occur, she would have never made the decision to undergo this procedure. Follow-up received on 12-jul-2016: quality safety evaluation of ptc: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced excruciating pelvic pains. Plaintiff underwent a laparoscopic bilateral salpingectomy and essure excision around three years after placement procedure. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, excruciating pelvic pains") in an adult female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seasonal allergy. Concomitant products included medroxyprogesterone (depo provera) for birth control. In (B)(6) 2012, the patient experienced menorrhagia ("intense and irregular periods / bleeding, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("other allergic reactions / nickel allergy") with urticaria and rash, migraine ("migraines / headaches"), paranasal sinus discomfort ("other injury(ies) or complication(s) - please describe: sinus pressure") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("intense and irregular periods / bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic essure excision and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and allergy to metals was resolving, the menorrhagia, menstruation irregular, dyspareunia, vaginal haemorrhage, migraine, paranasal sinus discomfort and fatigue outcome was unknown and the headache and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, paranasal sinus discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: completely blocked, total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, allergy to metals quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se no similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received: reporter aka was added. Events- headaches, abdominal pain added. Event outcome updated. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, excruciating pelvic pains") in an adult female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included seasonal allergy. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("intense and irregular periods / bleeding, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced allergy to metals ("other allergic reactions / nickel allergy") with urticaria and rash, migraine ("migraines / headaches"), paranasal sinus discomfort ("sinus pressure") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("intense and irregular periods / bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic essure excision and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and allergy to metals was resolving and the menorrhagia, menstruation irregular, dyspareunia, vaginal haemorrhage, migraine, paranasal sinus discomfort and fatigue outcome was unknown. The reporter considered allergy to metals, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, paranasal sinus discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: completely blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, allergy to metals . Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se no similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : injuries: event abnormal bleeding (vaginal, menorrhagia), nickel allergy with rashes or skin conditions and hives, migraines I headaches, dyspareunia (painful sexual intercourse), pain, fatigue added. A salpingectomy (bilateral removal of fallopian tubes) was performed. Patient, product and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.